Manufacturer narrative:
Product inquiry states the conical extractor to be the subject product. Further detailed information regarding the related asnis screw was not reported. Review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the device had been in use for a longer time (manufactured in (B)(6) 2011) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. The tip of the conical extractor received is partly broken off. The breakage surface indicates a (forced) brittle break of the device due to a bending overload. To prevent this, the extractor is laser-marked with the warning ¿do not lever¿. The material is hardened to be harder than the screws. Hardened materials are brittle and rather break than bend. Therefore it is not allowed to bend the extractor i.e. Using it as lever arm. According to information received, the issue was noticed during an inspection. It can be assumed that levering the device during the cleaning and sterilization process may have led to the breakage of the tip. Nevertheless a pre-damage in prior surgeries cannot be excluded. Based on the above facts it can be ascertained that the root cause is not related to a deficiency of the device, but is rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
On (B)(6) 2013 asnis 4.0 surgery for lateral malleolus fracture was performed. Then extraction surgery was performed on (B)(6) 2015 because the fracture has healed. In the extraction surgery, the head of screw was broken when surgeon tried to extract it. After that, the surgeon used conical extractor and tried to removed the remained screw shaft. But the tip of extractor was broken and remained in the screw shaft. Finally, the surgeon left the screw shaft and the tip of extractor in the patient bone, and finished the surgery.

Event description:
On (B)(6) 2013 asnis 4.0 surgery for lateral malleolus fracture was performed. Then extraction surgery was performed on (B)(6) 2015 because the fracture has healed. In the extraction surgery, the head of screw was broken when surgeon tried to extract it. After that, the surgeon used conical extractor and tried to removed the remained screw shaft. But the tip of extractor was broken and remained in the screw shaft. Finally, the surgeon left the screw shaft and the tip of extractor in the patient bone, and finished the surgery.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.